Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 29 mm sapien 3 ultra resilia valve, after valve deployment and upon removal of the 16fr esheath+, the distal tip was observed to be torn. It was noted that a piece appeared to be missing. The apparent missing piece was unable to be located. There was no report of a patient injury. Subsequently, additional information was received from the fcs. There was no resistance during insertion of the esheath+, but there was resistance during insertion of the delivery system with valve through the esheath+. Resistance was noted at the sheath shaft/fully expandable portion of the esheath+. There was no difficulty withdrawing the delivery system and removing the esheath+. The torn esheath+ distal tip was reported to have occurred upon the delivery system with valve reaching the tip of the esheath+. Imagery was received for evaluation. Per imaging review, the esheath+ distal tip appears to be torn radially. There also appears to be a missing piece from the distal tip.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery received for evaluation. Per evaluation of the device imagery, the esheath+ distal tip appears to be torn radially. There also appears to be a missing piece from the distal tip. Per evaluation of the patient anatomy imagery, there was tortuosity and calcification in the patient's right access vessel. Calcification was also present in the abdominal aorta. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the difficulty advancing the delivery system with valve through the esheath+, torn esheath+ distal tip, and apparent missing portion of the distal tip were confirmed based on the provided device imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the tip scoring process and/or by other manufacturing-related factors. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles (calcification and tortuosity were present per evaluation of the patient anatomy imagery), may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.